Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: additional information received per affiliate: during the initial surgery, was anything unusual noticed despite of the ¿little bit more bleeding¿? Nothing was unusual during the anastomose was it used on thick tissue? No it was on the small intestine did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes, most of the time he wait 30seconds what color cartridge was being used? White color how was the ¿little bit more bleeding¿ managed? He had to re-operate the patient due to an obstruction due to the bleeding ¿the patient had to go back to the or because of an occlusion due to bleeding¿ occlusion of a vessel or bowel and how was it detected? Patient came back with pain + blood in the cells. ¿the bowels were dilated¿ was done to manage this situation? They had to open a part of the small bowel and use an aspiration to remove all the blood. The following information was requested, but unavailable: what is meant by ¿blood in the cells? How was ¿bleeding a little bit more than usual¿ addressed in the original procedure? As the device and cartridge are discarded, is it possible to provide a lot or batch ref. Number?

Manufacturer narrative:
(B)(4). Additional information requested and received: was the site of the bleeding intraluminal or intra-abdominal? Was the site identified? Unknown. How was the leak identified? How was the leak addressed? Bleeding were there any issues noted with staple formation during initial or secondary operation? No. Was buttressing material used? What color cartridge was used? No; white cartridge was a blood transfusion necessary? No.

Event description:
It was reported that during a gastric bypass procedure, while firing the powered device during the procedure, the staple line inside was bleeding a little bit more than usual. Twenty-four to forty-eight hours after the procedure, the patient had to go back to the or because of an occlusion due to bleeding. The bowels were dilated.